Manufacturer narrative:
The customer reported that they have installed four new wireless bedside monitors (bsm) and they would randomly go into communication loss. They would work for most of the time and then randomly get communication loss. The customer stated that when they see communication loss, the moment they take the units out of the room, its communication would be restored. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they have installed four new wireless bedside monitors (bsm) and they would randomly go into communication loss. They would work for most of the time and then randomly get communication loss. The customer stated that when they see communication loss, the moment they take the units out of the room, its communication would be restored. No patient harm was reported.